Event description:
I was reported that iab was inserted via subclavian approach. The iab had been in place less than one week when a rupture was suspected. As a result, when a rupture was suspected. As a result, the iab was exchanged. There were no reported patient complications. See 1219856-2005-00076 for previous event with same patient and 1219856-2005-00078 for next event with same patient.